Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 7/18/2017. Device returned to manufacturer? Yes. The device was returned for investigation. The device was observed with the plunger fully advanced. Inspection a 10x under the microscope was performed. A trace amount of viscoelastic was observed inside the cartridge. The device was observed with the plunger fully advanced. No lens was observed inside the cartridge. No damages or assembly errors were observed. The complaint reported cannot be confirmed the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was in the eye half way and got stuck in the cartridge. No additional information was provided to abbott medical optics.